Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged imdrf cause investigation code: code b24 is not available in database to capture event history log review e1: patient country: brazil. Name: medtronic minimed. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. Investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 20-mar-2026 against "lot number 6004098 and similar malfunction code(s) leak between tubing and site connector - trace moisture / minor wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing connector is cracked, split, deformed, leakage may occur. The review confirmed that lot number 6004098 and the identified failure mode are not associated with any non-conformance report (ncr) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 20-mar-2026 against lot number criteria equal 6004098 and similar malfunction codes leak between tubing and site connector - trace moisture / minor wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing connector is cracked, split, deformed, leakage may occur. The count of complaints is 3. The complaint numbers is complaint(B)(4), (B)(4), (B)(4). Device history record (DHR) review: the lot number 6004098 was manufactured according to the work instruction (wi) version 77 and manufactured in the multivac m12 on 08/nov/2023 with a total of (B)(4). The sub-assembly, of the lot 3k04964 was manufactured according to the wi version 26 and manufactured in the quickset line, on 07/nov/2023, with a total of (B)(4). The sub-assembly, of the lot 3k04967 was manufactured according to the work instruction (wi) version 26 and manufactured in the quickset line, on 08/nov/2023, with a total of (B)(4). Units. The sub-assembly gluing of tubing of the lot 3k04915 was manufactured according to the ] work instruction (wi) version 40 and manufactured in the gluing machine 04-05-08, on 06/nov/2023, with a total of (B)(4). The sub-assembly gluing of tubing of the lot 3k04917 was manufactured according to the work instruction (wi) 41 and manufactured in the gluing machine 04-05-08, on 08/nov/2023, with a total of (B)(4). The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced leakage at the quick release of the infusion set on (B)(6) 2025.